Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that there were some occlusions in the infusion device several times per day for several months. At some point, an occlusion resulted in hospitalization with ketoacidosis. No more information was provided.